Event description:
The pt was implanted with a left ventricular assist device. The cardiologist reported that the pt presented with a tender area surrounding the percutaneous lead. Examination of the area revealed some over granulation and bloody exudate. A swab for microscopy, culture and sensitivity (mcs) was taken which revealed (B)(6). The pt was treated with oral antibiotics for 2 days with no change, then admitted to the hospital for a course of IV antibiotics.

Manufacturer narrative:
The pt remains on lvad support with the pump and has been discharged as of (B)(6) 2012. There is less exudate and the over granulation seems to be lessening. The pt will be seen bi-weekly for dressing review/revision. Infection is a recognized risk associated with vad therapy and is documented both in the IFU and in the literature. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.